Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -15.0/2.0/73 implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Excessive vault and elevated iop was observed. It was reporter that the problem resolved, reporter stated " iop went down. Lens remains in the eye. Patient is happy."